Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer's blood glucose level ranged from 54-181 mg/dl. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.